Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending artery. The 3.0x38 mm xience prime stent delivery system (sds) met resistance during advancement inside the non-abbott rhv so the sds was removed from the rhv. Resistance was also felt when the sds was retracted which resulted in the distal end of the stent implant stretching. The physician believes there is a flaw with the non-abbott valve. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system was returned for analysis. Stent damage was confirmed. Difficulty to position/remove through the rhv could not be tested due to the condition of the returned device. Based on a visual and dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.